Event description:
It was reported that during a procedure involving the trailblazer support catheter, detachment of the distal 10 cm of the catheter occurred within the vessel. The target lesion was located in the mid left common iliac artery and was described as severely calcified. The detached catheter component was removed by snaring, and the procedure was subsequently aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.